Manufacturer narrative:
Additional product code: drt. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self-test for ECG and pacer functions. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device was returned to a third party distributor for evaluation. Visual evaluation of the device found internal damage consistent with user mishandling. Communication with the customer indicated that the device was dropped. Analysis for reports of this type has not identified an increase in trend.